Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an inspection , the cardiosave intra-aortic balloon pump (iabp) has leakage from manifold drive. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was able to confirm the reported issue. In order to fix the issue, the fse replaced the manifold drive to resolve the reported issue. The fse then performed calibrations, functional testing, and safety testing, which all passed per factory specifications. The unit was then returned to the customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h11. Corrected fields: h6 type of investigation, component codes. The failure analysis and testing dept. Received drive manifold with a reported unit failure of leakage from manifold drive.the failure analysis and testing dept. Installed part into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6, k67, k8 leak test which tests the solenoids on the drive manifold. Results of the test, test 1, -14mmhg, test 2, -39mmhg, test 3, 13mmhg. Factory specifications: test 1- +-45mmhg, test 2- +-65mmhg, test 3- +-20mmhg. Per factory specifications, the drive manifold passed testing. The cs300 test fixture pumped for two hours after the leak test was performed, with no problems found within that two hour run time. The drive manifold passed testing. Drive manifold sent to the supplier for failure investigation per procedure and failure analysis received from the supplier for the part. Coil resistance was in specification for all three coils k6, k7 and k8. Unit also passed the pull in and cycle test on all three circuits. However, the unit failed the leak test on all three circuits k6, k7 and k8. Visual inspection of the internals yielded plunger seals with black debris. The black debris is caused by the break down of the rubber seals and bumpers as the unit is cycled through its useful liferoot cause for this part is expected wear and tear. Retained the part in the failure analysis and testing department per procedure.

Event description:
N/a.